Event description:
According to the available information the device tubing broke.

Manufacturer narrative:
D4: lot number 2140480. This event was previously assessed as reportable in 2013 at which time events regarding titan otr scrotal were submitted through asr. Asr submitted 1/20/2014. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the inlet tube near the pump strain relief to separate the site while in-vivo. It was also concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. Microscopic examination of the surfaces of the exhaust tube detachment end between the pump and cylinder 1 revealed rough and irregular surfaces, indicating stress was exerted. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.